Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Device was returned and the device evaluation found the wrong rfid information was written during manufacturing. Based on the results of the investigation, it is likely that the following led to the malfunction: the rfids of the two gif-hq190 units repaired on march 11, 2023 and march 12, 2023 may have been swapped during the repair process. A device history review revealed no issues that could have caused or contributed to the reported issue. Labeling: n/a: no applicable IFU (information for use) description. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the gastrointestinal videoscope connector rfid (radio frequency identification) was written with the wrong product information. There were no reports of patient involvement.